Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. A 3.5-4/4t symmetry 40 balloon catheter was advanced for dilatation. However, after inflating the balloon for several times, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the distal end of the distal markerband. An examination of the balloon material and distal markerband identified no issues. A visual and microscopic examination found no issue with the tip of the device that could have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. A 3.5-4/4t symmetry 40 balloon catheter was advanced for dilatation. However, after inflating the balloon for several times, the balloon ruptured. No patient complications were reported.